Manufacturer narrative:
The insulin pump was received with cracked end cap, loose drive support disk, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, minor scratched lcd window, and broken reservoir tube lip. The insulin pump was missing the reservoir tube o ring and end the cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the drive support cap has been pulled out. The customer's blood glucose was 11.3mmol/l. The customer was advised the pump will be replaced and revert to back up plan.